Manufacturer narrative:
The reported event is confirmed - manufacturing related. Received two (2) photo samples. First photo sample showcases a 3-way temp sensing catheter with cut portion of inlet tubing. Second photo sample showcases catheter partially inflated. The DHR review is not required and the risk review and labeling review is not required as the investigation was confirmed related to manufacturing. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter fell out of the patient due to sterile water leakage during surgery on (B)(6) 2023. Per follow up information received via ibc on 12oct2023, there was no damage to the balloon.

Event description:
It was reported that the foley catheter fell out of the patient due to sterile water leakage during surgery on (B)(6), 2023.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.